Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not fully power up. Complainant indicated that there was no patient involvement in the reported malfunction.